Event description:
It was reported that the catheter fell out of the patient with a burst balloon. Per additional information there were no visible damages to the catheter balloon.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was intended to be used for treatment purposes. The product was not related to the reported failure. Visual inspection noted no obvious defects. No root cause could be found as the reported event was unconfirmed. The instructions for use were found adequate and state the following: [warnings] 1.method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils.). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a burst balloon. Per additional information from the ibc via email 31ma2020; there were no visible damages to the catheter balloon.